Event description:
During the second fitting session on (B)(6), 2015, the pt was having a good hearing performance; 15 days after second session pt stopped having access to sound.

Manufacturer narrative:
Additional information: according to currently available information the complaint is probably due to damage to the conductive link which might have been caused by minute device mobility. However, to confirm a root cause, a device investigation of the explanted device is necessary. No potential date for revision surgery is currently available. The complaint will be further investigated as and when the patient undergoes surgery.

Event description:
During the second fitting session on (B)(6) 2015, the patient was having a good hearing performance. Fifteen days after second session patient stopped having access to sound. Re-implantation is intended. However, as per latest information received, the patient has been diagnosed with cancer and re-implantation has been postponed until further notice, following patient's doctor advise.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.